Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device analysis was unable to confirm an issue. Hybrid analysis could not determine the cause of the reported atrial pace anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable pulse generator (ipg) showed no atrial pacing; however, the atrial lead showed normal measurements via the analyzer. The ipg was not implanted and another ipg was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was unable to confirm an issue. Hybrid analysis could not be recreated after multiple attempts, the analysis was terminated. The cause of the reported atrial pace anomalies was not determined. If information is provided in the future, a supplemental report will be issued.